Event description:
It was reported that blade broke at the mount during a total joint procedure. It was further reported that there was an x-ray performed and a fragment of blade needed to be removed from the closed surgical site. The procedure was completed successfully without a clinically significant delay.

Manufacturer narrative:
H2 correction for b5 - updated that there was a slight delay, but that this was not clinically significant. H2 device evaluation. H6: the quality investigation is complete.

Event description:
It was reported that blade broke at the mount during a total joint procedure. It was further reported that there was an x-ray performed and a fragment of blade needed to be removed from the closed surgical site. It was also reported that there was no delay and the procedure was completed successfully.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : awaiting confirmation of product return.